Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other'), seizure ('seizures,'), genital haemorrhage ('bleeding') and neoplasm malignant ('cancer') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems,"), headache ("headaches"), visual impairment ("vision problems") and dysmenorrhoea ("dysmennorhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), neoplasm malignant (seriousness criterion medically significant) and weight increased ("weight gain."). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, seizure, pelvic pain, abdominal pain, back pain, dermatitis allergic, allergy to metals, psychological trauma, urinary tract infection, urinary tract disorder, bladder disorder, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm, neoplasm malignant, visual impairment, weight increased and dysmenorrhoea had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, neoplasm, neoplasm malignant, pelvic pain, perforation, psychological trauma, seizure, tooth disorder, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: received treatment for bladder/urinary problem. Most recent follow-up information incorporated above includes: on 11-sep-2019: initial and fu process together : plaintiff fact sheet received. New events- "dysmennorhea (cramping), abdominal pain, back pain, allergy: rash/skin condition, psych injury, perforation: other, bladder/urinary problems: uti, fatigue, hair loss, dental problems, hormonal changes, headaches, seizures, tumors, cancer, vision problems,weight gain and plaintiff did not undergo essure confirmation test" added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other'), seizure ('seizures,'), genital haemorrhage ('bleeding') and neoplasm malignant ('cancer') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy :- rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems :- uti"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems,"), headache ("headaches"), visual impairment ("vision problems") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), neoplasm malignant (seriousness criterion medically significant) and weight increased ("weight gain."). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, seizure, pelvic pain, abdominal pain, back pain, dermatitis allergic, allergy to metals, psychological trauma, urinary tract infection, urinary tract disorder, bladder disorder, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, neoplasm, neoplasm malignant, visual impairment, weight increased and dysmenorrhoea had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, neoplasm, neoplasm malignant, pelvic pain, perforation, psychological trauma, seizure, tooth disorder, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: received treatment for bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality-safety evaluation of ptc. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.